Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1000 passed 145 hour extended testing at customer's settings. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap top ventilator 1000 began to fail to ventilate while connected to a patient. The therapist performed auto positive end expiratory pressure (peep) protocol with zero improvement. The patient was removed from the unit and provided positive pressure ventilation via bag valve mask. The patient's condition improved and was transported to the closest hospital. At this time, no further information is available regarding any patient harm associated with the reported event.